Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. The reported event of lead insulation abrasion was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-17729. It was reported that the patient presented for revision of the right atrial lead. Upon opening the pocket the right ventricular lead appeared to have insulation abrasions. The ventricular lead was also explanted and replaced. There were no adverse patient consequences reported.